Event description:
Physician reports the lens was removed and replaced without complications due to improper iol power implanted initially.

Manufacturer narrative:
The lens received for evaluation. The results of our analysis shows the lens met all manufacturing specifications. The diopter measured 17.5 and is correct as labeled. Our investigation into this event reasonably suggests that it is not manufacturing related.